Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the drain bag stopped draining properly. The drain bag had reportedly been in use for a few days before "only draining half way."

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "bard infection control urinary drainage bag - bacteriostatic collection system - bard ez-lok sampling port contents: 2000ml (approx. Vol.) Capacity bacteriostatic drainage bag with anti-reflux chamber bacteriostatic drainage tubing with bard ez-lok sampling port bard microbicidal outlet tube with control-fit outlet device sterile unless package has been opened or damaged single use only. Do not resterilize. For urological use only. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail near the foot of the bed. 3. Use sheeting clip to secure drainage tube to sheet. Important: position drainage tube in a straight fashion from catheter to drainage bag. 4. To empty bag: a. Remove outlet tube form housing: gently squeezing connector arms and pull tube from housing b. Release clamp and empty bag. C. After empting, reclamp outlet tube and slide connector into housing until connectors arms engage. Note: if specimen is required, see directions for using urine sample port. 5. Periodic observations of this system should be made to ensure the urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have ot be changed. Directions for using bard ez-lok sampling port: bard ez-lok sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. 2. Swab surface of site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe into the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory. Bard, bardex, complete care, control-fit, ez-lok, and lubri-sil are trademarks and/or registered trademarks of c. R. Bard, inc u.s. Patent no. 6,651,956, and 6,716,200. ©2006 c. R. Bard, inc. All rights reserved."

Event description:
It was reported that the drain bag stopped draining properly. The drain bag had reportedly been in use for a few days before "only draining half way."